Event description:
Information was received from an unknown source regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient had called to schedule an MRI and they were told by the MRI facility to call patient services to get MRI mode information. Patient services walked the patient through connecting to their settings and when they hit MRI in the pull down menu, selected MRI and they got a 'device not responding,' message. The patient stated they hadn't moved the communicator but they'd moved their leg. The patient repositioned the communicator and hit retry and it was showing the screen that said 'checking MRI status' with a bar going back and forth and then they got 'device not responding' again the patient stated they hadn't moved at all this time. The patient stated they didn't know why it would always take so long to communicate with the device and continued to get device not responding. The patient stated they were not near any electromagnetic interference. When patient services asked the patient if they could feel the ins under the skin the patient stated they could feel the ins however it was sideways and that it would move around and sometimes it would be on it's side and other times it would lay flat. The patient stated "it slipped," but they couldn't say when it happened, that they just noticed it. The patient denied having had any falls or traumas that would have led to the issue and stated they had been to their managing health care provider (hcp) office the week before last and they were told that it wasn't that big of a deal because the ins wasn't moving out of the "spot" and that sometimes this could happen. Patient services reviewed with the patient to reposition the communicator so it was vertical over the center of the ins and the patient was able to successfully connect again and activate and deactivate MRI mode. The patient was mr conditional full body scan eligible. The patient was going to continue to follow up with their hcp if they had any concerns in the future. Patient service reviewed MRI mode with the patient and the patient's reason for call was met. Documented reported event. No further action was taken by patient services.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.